Event description:
The reporter stated, the surgeon inserted a single piece silicone lens, model number aa4203tf. After insertion, the surgeon noticed the lens was torn. The lens was removed with no patient injury, no enlarged incision or sutures.

Manufacturer narrative:
.